Event description:
Burnt her [thermal burn]; the burn has a scab on it now. [Scab]; currently has a sinus infection going on. [Sinusitis]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) black female patient started to use thermacare heatwrap (thermacare heatwrap) (device lot number: l20230, expiration date: feb2018) from an unspecified date for back pain. The patient's medical history was not reported. There were no concomitant medications. On (B)(6) 2016, the patient reported on her initial use of the heatwrap, she applied the heatwrap over a camisole and experienced a burn. She stated the burn has a scab on it now. The patient mentioned she currently has a sinus infection going on. Action taken with the suspect product was permanently withdrawn on an unspecified date in (B)(6) 2016. Clinical outcome of the events burn and scabbing was resolving. Clinical outcome of the event sinus infection was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn and scab as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event sinusitis is assessed as not associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn and scab as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event sinusitis is assessed as not associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term], burn [thermal burn], the burn has a scab on it now. [Scab], currently has a sinus infection going on. [Sinusitis], , narrative: this is a spontaneous report from a contactable consumer. A 63-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare heatwrap) (expiration date feb2018 and upc number 05733010013) for back pain. Device lot number was provided as "l20230", but later it was confirmed that it was not a valid number for thermacare since it corresponded to another product, so the device lot number for thermacare was unknown. The patient's medical history was not reported. There were no concomitant medications. On (B)(6) 2016, the patient reported on her initial use of the heatwrap, she applied the heatwrap over a camisole and experienced a burn. She stated the burn has a scab on it now. The patient mentioned she currently has a sinus infection going on. Action taken with the suspect product was permanently withdrawn on an unspecified date in (B)(6) 2016. Clinical outcome of the events burn and scabbing was resolving. Clinical outcome of the event sinus infection was unknown. The product quality complaint group provided the following investigation results. Site had not received the sample. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (13apr2016): follow-up attempts are completed. No further information is expected. Follow-up (04jun2020): new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (09jun2020): new information received included: confirmation that the device lot number was provided as "l20230" but it was not a valid number for thermacare since it corresponded to another product. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: expiration date feb2018 was captured and UDI number removed.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Manufacturer narrative:
Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]: burnt her [thermal burn], the burn has a scab on it now. [Scab], currently has a sinus infection going on. [Sinusitis], narrative: this is a spontaneous report from a contactable consumer. A 63-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare heatwrap) (device lot number: l20230, expiration date: feb2018, upc number 05733010013) for back pain. The patient's medical history was not reported. There were no concomitant medications. On (B)(6) 2016, the patient reported on her initial use of the heatwrap, she applied the heatwrap over a camisole and experienced a burn. She stated the burn has a scab on it now. The patient mentioned she currently has a sinus infection going on. Action taken with the suspect product was permanently withdrawn on an unspecified date in feb2016. Clinical outcome of the events burn and scabbing was resolving. Clinical outcome of the event sinus infection was unknown. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (13apr2016): follow-up attempts are completed. No further information is expected. Follow-up (04jun2020): new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event burn and scab as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event sinusitis is assessed as not associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term], burnt her [thermal burn], the burn has a scab on it now. [Scab], currently has a sinus infection going on. [Sinusitis], , narrative: this is a spontaneous report from a contactable consumer. A 63-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare heatwrap) (expiration date feb2018 and upc number 05733010013) for back pain. Device lot number was provided as "l20230", but later it was confirmed that it was not a valid number for thermacare since it corresponded to another product, so the device lot number for thermacare was unknown. The patient's medical history was not reported. There were no concomitant medications. On (B)(6) 2016, the patient reported on her initial use of the heatwrap, she applied the heatwrap over a camisole and experienced a burn. She stated the burn has a scab on it now. The patient mentioned she currently has a sinus infection going on. Action taken with the suspect product was permanently withdrawn on an unspecified date in (B)(6) 2016. Clinical outcome of the events burn and scabbing was resolving. Clinical outcome of the event sinus infection was unknown. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (13apr2016): follow-up attempts are completed. No further information is expected. Follow-up (04jun2020): new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (09jun2020): new information received included: confirmation that the device lot number was provided as "l20230" but it was not a valid number for thermacare since it corresponded to another product. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event burn and scab as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event sinusitis is assessed as not associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.